Event description:
It was noted that the patient experienced jolt-like movements and abnormal contractions in the abdomen. The patient also experienced slurring with one and a half volts and above increase.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# va0268e, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# va0268e, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported there were low out of range impedance values. The patient had been programmed november 13 with no reports of out of range values. The patient had been changed from unipolar to bipolar configuration on both sides with impedances of 2109 on the left and 1928 on the right. It was noted on the car ride home the patient had a return of their tremor and hand shake on both sides. It was also reported there were 'shock type' sensations. The patient was seen the day of report and impedances on 10-11 measure 128 ohms on the right side. Patient had been programmed to 10-11 on the right side. C10 was 1163 and c11 was 1153. The patient had been getting side effects with unipolar programming and wanted bipolar. The health care provider attempted to program around without success or elicited bad sad effects. There was no trauma noted when the patient began to experience side effects. It was also noted other electrode configurations did not seem to work well with the patient. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information stated that the event was due to a "sudden, abnormal short circuit at unknown location." Additional information also stated that the previous tremors and "shocklike" sensations occured while the patient was "seated quietly" in the car. Impedance values attained on (B)(6) 2013 were reported as 133 ohms at 3.0 volts on 10+11. The patient was reported to have recovered without sequelae. It was additionally reported that the physician had changed the electrode configuration too recently "to tell if we can get back to the previously achieved therapeutic level."